Manufacturer narrative:
Product investigation summary: the pliers for screw removal appear to have been frequently and forcibly used during its lifetime. The mouth part of the removal pliers shows various marks and damages. Also, the hinge is outworn. The handles are laced with hitting marks and the counterforce leaf spring has been broken. The device history record review shows that the device fully met specifications at the time of manufacture. The broken surfaces on the leaf spring are homogenous, which is a further indicator of material conformity. The exact root cause/reason for leaf spring breakage is unknown. The device was in use for several years, which is a likely reason. The overall worn out appearance and the hitting marks on handles point to the fact that the device became damaged through mechanical overload situations. There does not appear to be an issue with the device, other than by wear and tear and mechanical overloading. No manufacturing related issue was found. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown if device was broken before of during the procedure. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), part no: 398.650 / lot no.:3227354, manufacturing date: 28 august 2009, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the pliers was broken when doctor was removing the plate and screw. There were a 10 minutes prolongation surgery and the surgery was completed with same like product. This complaint involves 1 part. Concomitant parts: 1 unknown plate and unknown screws (quantity unknown). This report is 1 of 1 for com-(B)(4).